Event description:
During the index procedure the patient had one endeavor sprint drug-eluting stent implanted in the lcx. Approximately 30 months post index procedure the patient was admitted to hospital due to re-current multiple myeloma and blood loss. The patient died the following day. The investigator assessed that the reported event was unrelated to the study device. The cause of death assessed as due to cardiopulmonary arrest, respiratory failure and sespis.

Event description:
The clinical events committee (cec) reported that approximately 30 months post index procedure the patient suffered a mi in an unknown vessel. (B)(6) endocarditis of the mitral valve was also identified as a cause of death. The other significant condition which contributed to the death but was not related to the primary cause was multiple myeloma.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (death).

Manufacturer narrative:
(B)(4): inherent risk of procedure - (myocardial infarction). (B)(4).